Event description:
It was reported that during tibial plateau leveling osteotomy (tplo) surgery on a canine, it was discovered that the sagittal saw attachment device ¿stopped working when pressure was applied¿. There was no delay in the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The reported event was discovered on (B)(6) 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was due to corrosion of the ball bearings due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.